Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 720 mcg/mg) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2018 the patient was in the ER (emergency room) due to baclofen withdrawal. The pump was interrogated with logs and there were no anomalies seen. No further complications have been reported as a result of this event.